Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal prolapse, uterine prolapse, rectocele, cystocele, enterocele, urinary and fecal incontinence, urethral hypermobility and interstitial cystitis. It was reported that the patient underwent the concurrent procedures of anterior repair, paravaginal repair, anterior avaulta procedure and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced infections, burning, leakage. It was reported that patient underwent gallbladder surgery in 2009.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 8/14/2019.